Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer on a patient serum sample and considered discordant when compared to a lower repeat onboard dilution test result. The patient sample was repeated neat on another advia centaur system and the result was elevated. A lower repeat onboard dilution and manual dilution test result was obtained on the alternate advia centaur system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and found no system issues. The cause for the falsely elevated advia centaur xp ipth results when compared to lower the repeat dilution test results is unknown. No conclusion can be drawn. There is no patient sample available for further investigation. The instruction for use (IFU) in the limitation section states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. The instrument is performing within specifications.